Event description:
It was reported that during patient use, the ventilator alarm was automatically cancelled, and the silence/reset button was blinking. The patient was transferred to another ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported malfunction. The membrane switch and the overlay were replaced, which resolved the reported malfunction. The unit then passed all tests and calibrations, and was operating within the manufacturing specifications.